Manufacturer narrative:
Unit serviced once before for spacer upgrades, not associated with a complaint; unit serviced a month later and could not duplicate malfunction reported; DHR review does not indicate a mfg error; five complaints from this facility (two for consoles) - uncertain of number of cases performed, may be a training issue; this distribution has a history of damaging consoles during shipping; there have been no complaints from this facility from (B)(6).

Event description:
Vacuum testing error message multiple times. Irrigation fluid runs constantly.